Event description:
During an endoscopic procedure to remove a stent from the common bile duct (cbd) , the physician used a cook acusnare polypectomy snare soft. It was reported [that] the snare crimped when the tech closed the snare. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the information provided indicates that the device was used to remove a stent from the common bile duct (cbd). Use of the device to remove a stent in the cbd is against the intended use and a likely cause for the reported observation. The intended use states: ¿this device is used with an electrosurgical unit for endoscopic polypectomy." The instructions for use also advise the user: "do not use this device for any purpose other than the stated intended use." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used to remove a stent from the common bile duct (cbd), a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.